Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary solution container. The primary tubing set was being used to deliver an unspecified solution via a symbiq pump. The secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of doxorubicin at a rate of 10ml/hr. After an unspecified length of time in use, the nurse noted the secondary solution was flowing into the primary solution container. It was reported the nurse clamped the primary tubing set and the doxorubicin delivery was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.